Event description:
The hcp reported that the pump was prematurely explanted 46 months after implant. The device was returned to the MFR for analysis. The reason given for the explant was "battery expired.